Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a delivered a measured volume of 20.32ml and channel b 20.90ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the history indicates the device was not in use on the reported event date of (B)(6) 2011 and the customer did not provide programming parameters, therefore, the history cannot be utilized to evaluate the reported event. This report represent all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical dept with an unsigned note that stated, "stop infusing while delivering medication." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.